Event description:
During a da vinci si prostatectomy procedure, the user facility reportedly identified a bent cannula. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument accessory involved with the complaint. Engineering confirmed that the returned cannula was bent at the distal end, which was deforming the oval shape opening. The 5mm obturator would not fit properly as a result of the deformed opening. No other damage found. Evidence not conclusive but damage is likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.